Manufacturer narrative:
There was one optical module cable (om2) that was received for product evaluation. For the functional examination, the suspect om2 cable was connected to known good working components for analysis. During testing the inaccurate values was identified, it did not occur in a clinical setting. During testing the sv02 reading was at 57% and it was expected to be 60%. When pressing the strain relief on the om2 at the end of the cable, it was found that there was an open wire condition on the optical printed circuit board assembly. Further inspection also found that there was an open solder joint. The continuity was tested and it was found to be working properly for the rest of the internal wire connections. A visual inspection was performed and there was no external physical damage identified. The damage is consistent with customer mishandling of the product. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There is no evidence or indication that a manufacturing defect is responsible for the issue. With any hemodynamic monitoring pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the om2 cable was not functioning properly before patient use. The clinician removed the suspect om2 cable in exchange for a different om2 cable, using the same monitoring accessories and then everything worked appropriately. They were able to continue with setup without any further issues. There was no patient involvement.